Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 17.0 cm from the proximal end of the pusher assembly. The sr wire was fractured with the proximal constraint sphere present in the distal detachment tip (ddt). The coil was unraveled. Conclusions: evaluation of the device revealed the sr wire had been fractured. This damage often occurs when retracting the ruby coil against resistance. The bend in the pusher assembly was likely incidental and may have occurred when packaging for return to penumbra facilities. The root cause of the resistance experienced by the physician when advancing and retracting the ruby coil could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and decided to retract the ruby coil. However, while retracting the ruby coil, the physician experienced resistance again and the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter was removed with the detached ruby coil still inside. The detached ruby coil was then flushed out and the microcatheter and the procedure was completed using the same microcatheter and a new ruby coil. It should be noted that the physician did not use a rotating hemostasis valve and did not use continuous flush during the procedure. There was no report of an adverse effect to the patient.